Event description:
New information received indicates that the lead was capped and replaced on (B)(6) 2015. The patient was in good condition post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate atp therapy due to lead noise. The inappropriate therapy accelerated the rhythm and a shock was given. After the shock, noise was observed. The patient received an inappropriate shock due to that new instance of noise. The lead was capped and replaced.